Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was monitored and functioned properly. No audio anomaly was noted during testing. The low reservoir alarm functioned properly during the test and no cosmetic damage was noted.

Event description:
Customer reported that her insulin pump is beeping at odd times. The device beeps every quarter to the next hour and every quarter after the hour. Customer's blood glucose was 138 mg/dl. Her alerts are set to beep. The device history only shows low reservoir alerts. The device passed the self test and displacement test. No anomalies were found. Customer wanted a replacement insulin pump. A replacement was sent. Nothing further reported.